Event description:
--

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Set screw marks were noted on the is-1 terminal pin, and the distal and proximal high voltage (hv) terminal pins. However, no discernable set screw marks were noted on the is-1 ring. The clear medical adhesive (ma) was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was slightly stretched at this point. Blood/body fluid was also noted in the rate/sense lumen. Electrical resistance testing of the conductor paths showed the lead to be in specification, indicating that no fracture had occurred. The reported observation could not be confirmed through analysis testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead would not capture at max outputs. The patient presented to the clinic because they thought they had received a shock. No shock had occurred, however an x-ray confirmed the lead had pulled back. A revision procedure took place and the lead was attempted to be repositioned, but was unsuccessful. The lead began to exhibit high pacing impedances at 2,600 and 2,700 ohms. There was also intermittent loss of capture at 5 and 6 volts. A new lead was successfully implanted. To date, there have been no adverse patient effects reported.